Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open low anterior resection that when the device fired the knife blade cut tissue but did not fully fire. Device was difficult to remove but once removed there was one donut with staples in the tissue and purse string suture. Inspection of the device after the procedure it was noticed that the washer was still in the anvil and not in the stapler. Case took two extra hours and extra tissue from the colon was removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Rep completed the firing sequence; staples were deployed and the washer was then in the device. Facility recently converted from a competitor. Rep will re-inservice the facility on the operation of the devices.